Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025 at 12:45 pm. The sensor was located in the left arm. It was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user stated they were doing "okay. "The sensor was palpable prior to the incision. The transmitter and ultrasound were not used for localization. A magnet was used to localize the sensor.the next tentative removal attempt is planned for six months from now; however, no specific date was provided. Follow-up will be conducted once a confirmed removal date is obtained to verify if the sensor was successfully removed. Per review of the data management system (dms), the user is currently using the system with a new sensor and is receiving up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.